Event description:
The user facility reported a patient was implanted with an impella cp device for mechanical circulatory support and experienced limb ischemia. The patient was status post coronary artery bypass graft surgery x3 vessels with maze on intra-aortic balloon pump mcs three days prior to the start of impella mcs. The patient coded 30 minutes after surgery with return of spontaneous circulation achieved. However, the patient continued to decompensate over the weekend and was placed on the impella cp device. The following day after start of the impella mcs. The patient lost radial pulse in the arm. Consequently, the impella cp device was explanted and replaced. The patient's status following the event and post explant and replacement of the impella cp device is unknown.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).